Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube assembly. System operates as intended.

Event description:
Customer reported a loud popping noise from the tube assembly. No patient injury was reported.